Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, an insertion handle for multiloc proximal humeral nail was noted to be broken. An unknown cannula was not aligned with the unknown aiming arm for screw insertion. Surgeon used the compression hole and locking screw opposed to a second multiloc screw as he wanted two screws proximally. It is unknown if there was surgical delay. Procedure outcome and patient status is unknown. Concomitant devices: screw (part unknown, lot unknown, quantity unknown), locking screw (part unknown, lot unknown, quantity 1). This report is for one (1) insertion handle for multiloc humeral nailing system. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device returned to manufacturer. A device history record (DHR) review was conducted: part: 03.019.006, lot: 7605794. Manufacturing site: haegendorf, release to warehouse date: 21.oct.2011. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the device was found to be missing the round locating pin. The weld which holds the pin to the body of the insertion handle was found to have broken. The received condition agrees with the reported condition therefore the complaint is confirmed. Additionally, the device shows signs of impact and hammer marks to the top of the handle, which may indicate improper use of the device. The multilock humeral nails technique guide indicates ¿do not use a hammer, this may increase the risk of iatrogenic fractures¿ on page 25 in relation to insertion of the nail. Additionally, and some light rust was observed near the etches, which does not impact device functionality. Drawing/specification review: the relevant drawings were reviewed during investigation dimensional inspection: dimensional inspection of the broken weld feature is not possible. Material/hardness review: material review could not be performed. Only top level of the device history record could be reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The device is over 7 years old. No definitive root cause was able to be determined, however it is likely that the pin experienced excessive force due to inappropriate impact to the device leading to breakage of the weld. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.